Manufacturer narrative:
Deshaies, e. M., singla, a., villwock, m. R., padalino, d. J., sharma, s., & swarnkar, a. (2014). Early experience with stent retrievers and comparison with previous-generation mechanical thrombectomy devices for acute ischemic stroke. Journal of neurosurgery, 121(1), 12-17. Doi:10.3171/2014.2.jns131372. The solitaire fr devices will not be returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00407. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after solitaire fr thrombectomy. The purpose of this article was to compare cases in which the solitaire fr was used to those in which merci (concentric) or penumbra devices were used. The authors retrospectively reviewed 102 cases of acute stroke in which mechanical thrombectomy devices were used; solitaire fr was used in 32 of the 102 cases. Of the solitaire fr patients, 16 were male and 15 were female; the mean age was 72 years. The article states that 13 of the 32 solitaire fr patients died.